Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Event reported as, "pt felt that after each adjustment that following two weeks after had less restriction.... Pt presented for following adjustment ... Is losing weight but mentioned that not completely satisfied with small plate of food. Surgeon queried possible leak. Pt booked in for port revision surgery .... Access port removed and tested in theatres with methylene blue dye. The access port tubing was contacted to end plug on the band side of metal connector. Three ml syringe container methylene blue with huber tip needle was injected into the access port silicone plug. It was noted while injecting methylene blue through the system that two small beads of dye appeared on the band side of the metal connector, the device will not be returned for further investigation as the leak was noted to be from crack in the tubing. Surgeon happy with the report." The access port was discarded in theatre and will not be returned for eval.